Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastric stimulation. It was reported that the patient would like to have their enterra device removed because they do not think it has ever worked. Patient's physician diagnosed them with gastroparesis. The patient plans to ask at their next appointment what their actual diagnosis is. Patient mentioned in 2018, they were in the hospital 28 times and just got out of the hospital again yesterday. The patient was redirected to their healthcare provider to further address the issue.